Manufacturer narrative:
A correction of field # d1 brand name, # d4 version or model #, d4 unique identifier (UDI) # and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: flow-c, corrected brand name: flow-c anesthesia system. D4 ¿ version or model # - previous version or model #: flow-c, corrected version or model #: 6887700. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4). H4 ¿ manufacture date - previous manufacturing date: 2021-10-12, corrected manufacturing date: 2021-09-22.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the sevoflurane vaporizer in the anesthesia workstation failed during system checkout and generated a technical error code. When the vaporizer was received for investigation it was found that the vaporizer had a yellow residue on the inside. The vaporizer is the unit containing anesthetic agent in the anesthesia workstation. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation has been completed. The yellow residue inside the vaporizer has been subjected to a chemical analyze. The performed investigations and analysis have revealed that the residue is a chemical degradation of sevoflurane resulting in formation of hydrogen fluoride. A root cause analysis has been performed regarding the formation of hydrogen fluoride within the sevoflurane vaporizers. This issue has only been observed when using sevoflurane from piramal and baxter. The root cause analysis found that changes in design and manufacturing process introduced in 2018, were the reasons for the formation of hydrogen fluoride. The main reason for the manufacturing change in 2018 was to facilitate easier assembling in production and to get a better sourcing of certain components. The surface treatment in the aluminum canister that form the main part of the liquid container in the vaporizer was found to be inadequate. To prevent this from occurring, the sevoflurane vaporizer has been redesigned. The fsca was initiated to remove all the concerned vaporizers from the field. The removing of the concerned vaporizers were completed 09/30/2024. A correction of field # e1 - event site name was required. E1 - event site name: (B)(6) hospital.